Manufacturer narrative:
Correction: d1, d4: model # additional information: d4: unique identifier (UDI) #, g4, h6, h11. H11: the device was not received for evaluation and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had faded keys, stuck keys during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.